Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patient stated that he suffered a hyperglycemic episode that could be related to either the dexcom device or the patient¿s omnipod insulin pump. The patient stated he had not been feeling like himself. He had nausea, vomiting, and dry mouth. The patient stated she was not eating anything, but his cgm values continued to rise. At some point, the patient¿s son called an ambulance. Emergency medical services (ems) arrived and tested the patient¿s bg meter level, but the patient could not recall the specific value. The patient was transported to the emergency room. At the ER, the patient¿s bg level was found to be 1200 mg/dl and his dexcom device was removed. He was treated with insulin, a blood thinner, and an unspecified medication for his thyroid and blood pressure. The patient underwent an unspecified procedure to check his kidney and liver function, a CT scan, and MRI. The patient is also scheduled for a heart catheterization procedure. The patient¿s last known bg meter reading while in the hospital was 225 mg/dl. The patient was discharged on (B)(6) 2024 and was still recovering at the time of follow-up contact. The patient has a follow-up doctor's appointment on (B)(6) 2024. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.